Manufacturer narrative:
Continued: e.1.: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. Device status is unknown.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to d6a implant date: partial implant date provided as "2000". Additional, changed, and/or corrected data: a2, a4, b3, b5, d6a, d6b, h6, h11.